Manufacturer narrative:
It was decided to remove the sensor from the patient's arm during next sensor replacement. The high rate of inability to remove sensor is being investigated under corrective and preventive action. No further investigation was found necessary. H6 result code updated to 3221. H6 conclusion code updated to 67.

Manufacturer narrative:
The sensor was successfully removed during the second removal attempt on (B)(6) 2020. The high rate of inability to remove sensor is being addressed under corrective and preventive action. No further investigation was found necessary. D6b explanted date updated to (B)(6) 2020. D8 updated, was this device serviced by a third party? No h6. Health effect - clinical code updated to 2330 h6. Health effect -impact code updated to 4614 h6. Medical device problem code updated to 1528 h6. Component code updated to 510 h6. Type of investigation updated to 4111 and 4114 h6. Investigation findings updated to 3221 h6. Investigation conclusions updated to 4311

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where the physician was unable to remove the sensor on the first attempt made.